Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the device was missing the non-patient needle sleeve and was assembled with an extra cannula. The extra cannula was discovered while changing the sample. No patient impact was reported.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the device was missing the non-patient needle sleeve and was assembled with an extra cannula. The extra cannula was discovered while changing the sample. No patient impact was reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 26-jun-2024. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure modes for missing sleeve and extra cannula were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of missing sleeve and extra cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing sleeve and extra cannula. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: material #: 368835. Lot/batch #: 3356700. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for missing sleeve and extra cannula were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of missing sleeve and extra cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing sleeve and extra cannula. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the device was missing the non-patient needle sleeve and was assembled with an extra cannula. The extra cannula was discovered while changing the sample. No patient impact was reported.